Event description:
The dealer states low o2. The patient was using was plugged in and still power ups and runs. Orange light he believes. There is 4457 hours, and is a rental unit. There was no additional information.